Event description:
On april 13, 2009, it was reported to boston scientific corporation that a male patient successfully underwent treatment in 2009, with a prolieve thermodilatation kit as part of a post-market study using prolieve for the treatment of benign prostatic hyperplasia (bph). According to the complainant, the patient experienced the following anticipated symptoms following this treatment with prolieve. Pain on ejaculation (intensity moderate) commenced 11 days later; symptom is ongoing. The patient was treated empirically in event pain was result not just of inflammation but mild infection, with ceftin (500mg) once a day starting about three days later. Gross hematuria (intensity mild) commenced on treatment day; symptom resolved three days later. No treatment was given. Urinary urgency (intensity severe) commenced on treatment day; symptom is ongoing. No treatment was given. Urge incontinence (intensity mild) commenced on treatment day; symptom resolved four days later. No treatment was given. Dysuria (intensity mild) commenced on treatment day; symptom resolved four days later. No treatment was given.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Manufacturer narrative:
(B) (4).

Event description:
On april 8, 2009, it was reported to boston scientific corporation that a male patient successfully underwent treatment on (B) (6) 2009, with a prolieve thermodilatation kit as part of a post-market study using prolieve for the treatment of benign prostatic hyperplasia (bph). According to the complainant, the patient experienced the following anticipated symptoms following his treatment with prolieve: gross hematuria (intensity mild) commenced on (B) (6) 2009; symptom resolved on (B) (6) 2009. No treatment was given. Prostate and bladder pain (intensity mild) commenced on (B) (6) 2009; symptom is ongoing. No treatment given. Patient condition has been reported as good.